Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. No further information has been reported as of the date of this report, (B)(6) 2015.